Event description:
(B)(4). Same case as MFR #s 2134265-2012-04680, 2134265-2012-04679, 2134265-2012-04681, 2134265-2012-04707. Same patient as MFR #s 2134265-2012-04470, 2134265-2012-04472, 2134265-2012-04524 and 2134265-2012-04471. It was reported that during a coronary artery stenting treatment procedure, chest pain occurred. A 3.0mm x 12mm promus element plus stent was deployed in the mid left anterior descending (lad) and a 2.5mmx12mm promus element plus stent was deployed in the distal right coronary artery. Fifty two (52) days later, the patient experienced 90% in-stent restenosis in the lad. A non-bsc guide catheter and a luge guide wire were used. Multiple balloon inflations were performed in the proximal, mid and distal lad using nc quantum apex balloon catheters sizes 2.5mm x 12mm, 3.0mm x 12mm, 3.5mm x 12mm and 4.00 x 12mm. A 2.25mm x 24mm ion stent was deployed in the distal lad and a 2.75mm x 28mm ion stent was deployed in the mid lad. It was noted during this procedure that the previously implanted promus element stent appeared to be slightly under dilated compared to the rest of the lad vessel and was later treated with balloon inflation. During the procedure, the patient experienced chest pain after use of and icross imaging catheter and the balloon catheters which was treated with nitroglycerin and morphine.

Event description:
Same case as 2134265-2012-04974. Same patient as 2134265-2012-04799. It was further reported that the 3.0x12mm promus element plus and a 3.00x24mm were deployed in the 70% stenosed mid left anterior descending (lad) artery at 38 atm for 17 seconds and 18 atm for 14 seconds respectively. In march 2012, the restenosis in the proximal lad was treated with deployment of a 3.50 mm x 28 mm ion stent at 16 atm for 37 seconds. The 2.25x24mm ion stent was deployed at 14 atm for 47 seconds. The 2.75x28mm ion stent was deployed at 16 atm for 30 seconds.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).